Event description:
Bayer case number: (B)(4) heavy menstrual bleeding [heavy menstrual bleeding] , chronic fatigue [chronic fatigue] , sleep disorder [sleep disorder] , weight gain [weight gain] , migraines [migraine] , cognitive disorder [cognitive disorder] , discomfort in the throat [throat discomfort] , bleeding between periods [bleeding intermenstrual] , brown discharge [vaginal discharge abnormality] , urinary incontinence [urinary incontinence], loss of libido [loss of libido] , dry skin [dry skin] , balance disorder [balance disorder] , memory disorder [memory disturbance] , impaired concentration [concentration impaired] , aphasia [aphasia] , urticaria [urticaria] , itching [itching] , memory loss [memory loss] , joint pain [joint pain] , tendon pain [tendon pain] , difficulty holding objects [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2024 she experienced balance disorder ("balance disorder"), memory impairment ("memory disorder"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), urticaria ("urticaria"), pruritus ("itching"), amnesia ("memory loss"), arthralgia ("joint pain"), tendon pain ("tendon pain") and loss of personal independence in daily activities ("difficulty holding objects"). Essure was removed on (B)(6) 2025. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), migraine ("migraines"), cognitive disorder ("cognitive disorder"), oropharyngeal discomfort ("discomfort in the throat"), intermenstrual bleeding ("bleeding between periods"), vaginal discharge ("brown discharge"), urinary incontinence ("urinary incontinence"), loss of libido ("loss of libido") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, weight increased, migraine, cognitive disorder, oropharyngeal discomfort, heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, urinary incontinence, loss of libido, dry skin, balance disorder, memory impairment, disturbance in attention, aphasia, urticaria, pruritus, amnesia, arthralgia, tendon pain or loss of personal independence in daily activities. The reporter commented: a general condition that has been deteriorating for a few years (chronic fatigue, sleep disorder, weight gain, migraines, cognitive disorders, discomfort in the throat) after the insertion, heavy menstrual bleeding, bleeding between periods, brown discharge) then gradually urinary incontinence, loss of libido, dry skin... And since 2024, balance disorder, memory disorder, impaired concentration, aphasia, urticaria, itching, memory loss, joint pain, tendon pain, difficulty holding objects. Patient¿s current status: no problems revealed in x-rays, MRI. The doctors and specialists aren¿t finding anything! Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): no problem [x-ray] (date unknown): no problems. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Chronic fatigue [chronic fatigue]. Sleep disorder [sleep disorder]. Weight gain [weight gain]. Migraines [migraine]. Cognitive disorder [cognitive disorder]. Discomfort in the throat [throat discomfort]. Bleeding between periods [bleeding intermenstrual]. Brown discharge [vaginal discharge abnormality]. Urinary incontinence [urinary incontinence]. Loss of libido [loss of libido]. Dry skin [dry skin]. Balance disorder [balance disorder] . Memory disorder [memory disturbance] . Impaired concentration [concentration impaired] . Aphasia [aphasia] . Urticaria [urticaria] .itching [itching] . Memory loss [memory loss] . Joint pain [joint pain]. Tendon pain [tendon pain] . Difficulty holding objects [activities of daily living impaired]. Case narrative: the below report was received by health authority ansm reference number:(B)(4) on 13-jun-2025. The most recent information was received on 24-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2024 she experienced balance disorder ("balance disorder"), memory impairment ("memory disorder"), disturbance in attention ("impaired concentration"), aphasia ("aphasia"), urticaria ("urticaria"), pruritus ("itching"), amnesia ("memory loss"), arthralgia ("joint pain"), tendon pain ("tendon pain") and loss of personal independence in daily activities ("difficulty holding objects"). Essure was removed on (B)(6) 2025. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), fatigue ("chronic fatigue"), sleep disorder ("sleep disorder"), migraine ("migraines"), cognitive disorder ("cognitive disorder"), oropharyngeal discomfort ("discomfort in the throat"), intermenstrual bleeding ("bleeding between periods"), vaginal discharge ("brown discharge"), urinary incontinence ("urinary incontinence"), loss of libido ("loss of libido") and dry skin ("dry skin") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, weight increased, migraine, cognitive disorder, oropharyngeal discomfort, heavy menstrual bleeding, intermenstrual bleeding, vaginal discharge, urinary incontinence, loss of libido, dry skin, balance disorder, memory impairment, disturbance in attention, aphasia, urticaria, pruritus, amnesia, arthralgia, tendon pain or loss of personal independence in daily activities. The reporter commented: a general condition that has been deteriorating for a few years (chronic fatigue, sleep disorder, weight gain, migraines, cognitive disorders, discomfort in the throat) after the insertion, heavy menstrual bleeding, bleeding between periods, brown discharge) then gradually urinary incontinence, loss of libido, dry skin and since 2024, balance disorder, memory disorder, impaired concentration, aphasia, urticaria, itching, memory loss, joint pain, tendon pain, difficulty holding objects. Patient¿s current status: no problems revealed in x-rays, MRI. The doctors and specialists aren¿t finding anything!. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): no problem. [X-ray] (date unknown): no problems. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.